Event description:
Customer reported that he had unexplained low blood glucose for two days. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 28 mg/dl when the paramedics arrived. Customer stated that he was connected during rewind/prime process. Customer also stated that his insulin pump had incorrect basal rates and bolus wizard settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.